Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the septum. Customer continued to use the cartridge until it was out of insulin. There was no reported adverse impact. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.